Manufacturer narrative:
The device was cleaned manually and decontaminated, disinfected and sterilized with the wassenberg machine before it was sent back to olympus. The device was returned to olympus for evaluation and the customer's allegation of a leak at the distal end (insertion tube/outlet pipe) was confirmed. In addition, there was white crystallized foreign material contamination found in the air/water channel attributed to a customer handling and reprocessing issue. Additional evaluation findings were as follows: the light cover glasses were chipped and the adhesive was uneven, the optical cover glass was stained and the adhesive was uneven, the outlet pipe was leaking, the distal end adhesive was pitted, the control body - identity badge was missing and the control body - left/right brake knob was damaged, the up/down/left/right angle was straining, the up/down/left/right angle play had evident play, and the electrical safety test failed the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a leak at the distal end of the evis lucera elite colonovideoscope. The issue was found during a colonoscopy procedure. There was no report of delay or patient harm associated with the event. The device was returned and evaluated; it was found that the air and water channel was contaminated with foreign material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found that the air and water channel was contaminated with foreign material during evaluation; however; the customer returned the device without reprocessing due to a leakage at the distal end which caused the foreign material to appear. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.